Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the device is not working and is going to have the device removed. The therapy has not been on for a couple of years. It worked in the beginning but when she tried different programs there was nothing there. They did x rays to follow the wire to see where it was so she could remove it. In the meantime she has to have other things done.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated she has had to change the batteries twice in the patient programmer since she got it, and said the first time was about a month ago, but said the doctor used it to adjust he settings "so that could be the reason". She said the controller has been "kind of slow and finicky since the get go when they got it ((B)(6) 2018). Patient stated "the first month they kept it on program 1, and then they want to change to program 2 the other day but they couldn't get it up any higher and then it went backwards". She said she had the stimulation to the point where it was painful and might have been too high", and stated this was sometime in (B)(6). "After they had it put in, a few weeks after that". Patient stated program 1 at 2.8v is her current setting and stated that her symptoms are "ok, but not as much as they wanted", and clarified this started right away when she got the implant. She stated "it was helping some but as they increased; it was not getting any better and they wanted to change to program 2". The patient services helped patient move to program 2 at 0.0v then turned stimulation on, and then she increased to 1.0v and was going to try this setting to see if it helps her symptoms. There were no further symptoms or complications reported or anticipated.